Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that patient had loss 150 lbs in the last year and noted that the pump was flipping. It was stated that pump was supposed to be anchored down but the "pump flips like crazy" anything patient sat down or stand up. It was indicated that patient could literally ¿flip the pump in a circle in case it was kinking or pulling¿ it was added that 3-4days ago from the day of this report, patient felt extremely dizzy whenever standing up. It was also reported that patient was sore and ¿the pump was sticking out¿. It was reported that patient was encouraged to use an abdominal binder and not to be playing with the pump to avoid kinking of catheter. The pump was being used to deliver prialt (ziconotide). It was later reported that patient wanted to know what the danger of the pump not sutured down and felt like the pump was not anchored at all. It was indicated that, sunday the (B)(6) 2013 patient stated experiencing the following symptoms: very dizzy, mouth taste "mediciny" and kept going numb, stiff in the neck and in the left side of the body and was really painful. It was added that patient¿s back hurting symptoms are returning. It was also reported that patient had to go to the ER today because of the dizziness and the tastiness in the mouth. It was noted that patient mouth was numb after eating something. Health care provider was going to set appointment for patient to be seen on friday. The pump was being used to deliver prialt (ziconotide). It was later reported patient had a pump inversion (flipping) possible 200g affect. It was indicated that patient had a revision and the pump was reattached to the fascia. It was noted that patient experienced symptoms of dizziness and funny taste. The patient outcome was noted as ¿no injury¿.the pump was being used to deliver prialt (ziconotide).